Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Fi results: given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern for textured implant device, possible infection.

Event description:
Patient reported left side is "smaller and pain in chest" and implant exchange of textured breast implant due to the patient¿s concern with the product. Healthcare professional reported a left side implant exchange from a textured to a smooth breast implant due to the patient¿s concern with the product and "possible infection." Device has been explanted.